Event description:
It was reported by the customer that the device had ail sensor issues. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced ail (air-in-line) housing, bezel assembly, rear case, keypad with front door, right side iui (inter-unit-interface) and membrane frame. Based on the findings, service determined that the reported issue was due to wear of the ail kit. Device history record a review of the device history record showed the device had a manufacture date of 25mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the an unknown issue with the device air in line sensor occurred. No additional information was provided. There was no patient involvement.